Manufacturer narrative:
Initial.

Event description:
It was reported that the patient, new to pump therapy, experienced hypoglycemia reported at 45 mg/dl after breakfast when announcing the meal for the first time and also previously initiated a fill tubing while connected to the infusion set during a supply change, which delivered insulin through the tubing; the patient self-treated with oral glucose and later received education to consistently announce meals so the system can adapt and learn. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for medication intervention with oral glucose without emergency care. Investigation included communication with the patient and analysis of information provided by the patient and clinician. Investigation of this case revealed no device findings and insufficient device-related information, with the device problem and component not established due to limited details. It was concluded, based on previously established findings for similar reports, that the cause was not established.